Event description:
During evaluation of a returned spectrum pump, a review of the device log identified improper shutdown! Messages as evidence of the pump powering off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'improper shutdown.' Was confirmed during the event history log (ehl) review but not reproduced during evaluation. A review of the event history log revealed the user received multiple warnings that their battery power was running low, which instructs them to plug in the pump. Per the service manual "the low battery and very low battery alarms provide on-screen step-by-step instructions for confirming that the external power supply is connected to the wall outlet, the power light is illuminated and the power cord is properly connected to the sigma spectrum infusion pump" (page 174) but the ac power adapter is not functioning and not providing power to the battery, which could result in the pump shutting down once battery depleted.. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged ac power adapter not providing power. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.